Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's mother stated that the alarm occurred while her son was asleep. They removed the batteries and the following alarms were received: external ram crc error, unexpected restart and display history crc check failed on start up. She stated that the buttons did not respond when attempting to bolus. When they removed the reservoir, they found it was leaking and there was insulin in the reservoir compartment. She stated that the pump reset itself and they were able to give a bolus with the pump. The customer's blood glucose went down to 157 mg/dl. The self-test passed and she was advised to monitor the pump. The insulin pump was returned for analysis.